Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the lead was found to be discolored. The lead was not used and was replaced. The patient was stable before, during, and after the procedure. No further information was available.

Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) 2017865-2018-15770 as the event did not indicate a malfunction caused a serious event.

Event description:
New information received identifies the lead model and serial number.